Manufacturer narrative:
Unit passed self-test, unexpected restart error test, and displacement test. No unexpected restart alarms noted. No external error alarms noted. Unit received with multiple displayable history check failed on startup alarms in history screen. Unit was unable to download to carelink due to corrupted history file. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that she had issues uploading the insulin pump to her new computer. The customer kept receiving a message that said the insulin pump was not found. In the alarm history several displayable history check failed on startup, unexpected restart, and external error alarms were found. The displayable history check failed on startup alarms did not appear on the insulin pump's screen. Customer's blood glucose level was 135 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.